Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level ranged from 288-289 mg/dl. In addition, it was reported that the pump battery does not charge and the wake button is intermittently, delayed in responding to presses. Reportedly, the customer reverted to an alternate method of insulin therapy.